Event description:
It was reported that the user experienced hyperglycemia for several hours following a meal of pancakes and syrup while using the ilet system; the user noted infusion sites appeared normal, administered a manual subcutaneous insulin injection of 6 units while disconnected from the device, and subsequently returned to range. Symptoms included headache, nausea, and metallic taste. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included review of user-reported history and troubleshooting with education regarding appropriate use of higher meal announcements when consuming larger carbohydrate loads. Investigation of this case revealed no confirmed device malfunction and user attribution of the hyperglycemia to underdosing from the selected meal announcement relative to the large meal. It was concluded that the event was consistent with hyperglycemia of unclear cause with contributing user dosing behavior and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.